Manufacturer narrative:
(B)(4). (Exemption number e2015033). The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
A revision surgery is scheduled for (B)(6) 2017 due to migration of the electrode. Further information was requested from the field.

Manufacturer narrative:
Med-el elektromedizinische geräte (B)(4) and vibrant med-el submit MDR reports on behalf of med-el corporation (exemption number e2015033). Conclusion: based on the received information, a partial migration of the active electrode array out of cochlea was confirmed by radiological imaging. The implant registration card states a full insertion at the time of implantation. A revision surgery was carried out successfully in order to re-insert the active electrode array into the cochlea. Device remains implanted and in use.

Event description:
Electrode array migrated partially out of cochlea. Diagnostic imaging was done and showed that the device is in place but 6 electrodes are out of cochlea. In situ measurements show a functional device. Revision surgery to re-insert the electrode array was performed successfully. Impedance measurements were within normal limit.